Manufacturer narrative:
Based on the damages and leakage of battery acid, the backup battery was not requested for investigation. The investigation is based on the received images and problem description. The affected leaking backup battery was installed in the anesthesia workstation in (B)(6) 2019 and was not due for replacement for another 18 months. The reported leaking backup battery was detected during trouble shooting of a technical alarm related to the battery condition. We have not been able to determine where (on the battery) the leakage occurred. The device logs confirm that the backup battery has malfunctioned. The cause of the reported issue is unknown.

Event description:
It was reported that during trouble shooting for a technical error code related to the backup battery, a leakage of battery acid from the backup battery was noticed. There was no patient involvement. Manufacturer´s ref #: (B)(4).